Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing 10 occurrences of poor sleeve function during use. The following has been provided by the initial reporter: non-patient side of eclipse, rubber gets stuck. At the non-patient side of eclipse needle , the rubber gets stuck, it does not return to its original position and therefore the blood continues flowing.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing 10 occurrences of poor sleeve function during use. The following has been provided by the initial reporter: non-patient side of eclipse, rubber gets stuck. At the non-patient side of eclipse needle , the rubber gets stuck, it does not return to its original position and therefore the blood continues flowing.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.